Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 620 mg/dl with trace ketones. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. As a result, the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2023, with no permanent damage and the issue resolved. The customer addressed the issue by loading a new cartridge onto the pump, and resumed insulin delivery.